Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection of the set showed that the pvc tubing was completely separated from the distal smartsite outlet port near the male luer. Examination under magnification showed that both sides of the pvc tubing had no solvent applied at the engagement. Functional testing was deemed unnecessary due to the separation. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported the tubing separated and leaked below the pumping segment of the tubing while being connected to a patient. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the tubing separated and leaked below the pumping segment of the tubing while being connected to a patient. There was no patient harm.